Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0111. Precautions: 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The most likely cause(s) for the reported failure can be a user error due to misaligned insertion, and/or prying/levering the device during insertion.

Event description:
On 6/21/2024 it was reported by a sales representative via phone that an ar-4020c-08 fastthread biocomposite interference screw completely disintegrated when screwed in. All fragments were retrieved from the patient with a one-minute delay. The case was completed using a larger screw, ar-4020c-09 fastthread biocomposite interference screw 9 x 20 mm, with no issues. This was discovered during an acl procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.